Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Light assisted microscopic inspection of the breathable pouch noted no breaches or damage. The needle was parked in the retainer. The suture was unwound from the retainer. A tactile and microscopic inspection of the suture was performed with no abnormalities. The suture was measured to be 31 1/2 inches long. The suture length stated on the device packaging was 30 inches. The measurement was taken with an aluminum rule. The foil pouch was inspected with light assisted microscopy with no abnormalities. It was reported that the suture line did not hold. The reported issue could not be confirmed. The most likely cause could not be established from the information available. This issue may occur when exposed to the environment or clinical application. Damage during use may result in inadequate sample length to perform testing and/or deformation of the suture contributing to a loss in tensile strength. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: progressive loss of tensile strength and eventual absorption of the absorbable sutures occurs by means of hydrolysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter following a knee plastic surgery, the surgical wounds have gone up by suture loosening on the knees with large gaps. Also, during the ongoing suturing, the thread also broke. There was a skin tissue damaged and perforation. The surgeon decided to stopped using the reported suture and used a suture from a different manufacturer to resolve the issue. The patient was readmitted to the hospital for a few days.